Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose levels were 40 mg/dl and 184 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose level with food and glucose tablets. The customer also reported that they were on antibiotic for an ear infection. The customer did not mention any symptom related to low blood glucose level. The customer also reported that the insulin was squirting out of the insulin pump. The customer stated that they had been using auto mode on the insulin pump. The customer did not allege the insulin pump for over delivery. The insulin pump will not be returned for analysis.